Manufacturer narrative:
(B)(4). Results: the neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub underneath the strain relief. The strain relief was cut near the fractured segment by a penumbra investigator for further evaluation. Conclusion: evaluation of the returned device confirmed that the neuron max was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted out of its packaging at extreme angles, damage such as this may occur. The strain relief was cut off by the penumbra investigator for further evaluation of the fractured location near the hub. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the neuron max 6f 088 long sheath (neuron max) was fractured around the strain relief upon removal from the packaging. The damaged neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using another neuron max.